Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the electrode ceramic separate or break off? It is not sure. Did the I blade get damaged or break off? Yes, it was broken off. Is the jaw damaged but not broken off? Yes, t was broken off. Is the top jaw loose but not detached? Yes, it was detached. Is the top jaw ptc material damaged? It is not sure. Is the black ptc in the upper jaw detached? It is not sure. Is the top jaw broken off the of the device? Yes it was. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, the jaw was broken. There were no patient consequences. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Date sent: 4/7/2021 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2s35 device was received with the top of the I-blade fractured and slightly lifted. In addition, the upper jaw was detached and not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The jaws were found attached to the instrument. In addition no pieces were found missing under microscope inspection. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. It should be noted that product failure is multifactorial. A probable cause of the damage to the I blade and jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.